Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure - 1003" and "compressor failure - 1002" messages. Complainant indicated that there was no patient involvement in the reported malfunction.